Event description:
It was reported that an ilet pump remained frozen on the wake-up circle icon despite charging and a prolonged wake-button press restart attempt, preventing normal startup and use. Symptoms included no device responsiveness and inability to navigate the user interface. Outcomes included interruption of planned training and the need for a replacement device while the patient continued cgm use separately. Investigation included customer service troubleshooting and arrangement for device replacement with instructions regarding return and inspection of the returned device. Investigation of this device revealed a screen/display or user interface malfunction consistent with an unresponsive device state that did not resolve with standard reboot steps. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the user interface or display subsystem.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."